Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 04/02/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200167582 for out of specification which does not correlate to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device was broken/damaged. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged ailsensor assy, replaced cracked rear case, replaced broken door latch assy and replaced left/right corroded iui. Replaced dim u4 on display board. A review of the device history record showed the device had a manufacture date of 04/02/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 (B)(4) for out of specification which does not correlate to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. _00926 for door latch, 1143616 for dim u4, ca-2014-0284 for ail, ca-2018-0161 for iuis.

Event description:
The customer reported that the device was broken/damaged. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was broken/damaged. No patient involvement.